Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 at 9:00 am due to a high blood glucose over 700 mg/dl. Blood glucose at the time of the call was 206 mg/dl. The customer experienced symptoms related to high blood glucose such as difficulty breathing and diabetic ketoacidosis. The customer stated that they treated the high blood glucose with a manual injection. The customer was wearing the insulin pump at the time of admission. Troubleshooting for high blood glucose was provided. The customer stated that they were on other medications. The customer's doctors agreed that the high blood glucose was a side effect of these other medications. The insulin pump will not be returned for analysis.